Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 09-dec-2014, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jan-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt had leads left in from previous pocket infection; plan today was to remove leads that were left behind and implant new system; but infection at the mid back where leads were originally anchored appeared infected so all product explanted and will plan new implant at a later date. Leads removed; plan was to switch to ins but there was an infection at the previous site where the leads were anchored. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.